Event description:
The device was implanted on 4/14/97, for infusion of fudr via the hepatic artery for treatment of cancer. On 6/24/97, the facility's pharmacist informed the MFR's clinical rep that the pt was in for a device refill (was on a table at time of conversation). The return volume of the device = 38 cc, refill period = 14 days and wanted to know what should be done. The MFR's clinical rep suggested the facility's pharmacist flush the device. If the device flushes easily, they may want to do a catheter study or have the pt return in a week to see if the flow rate of the device re-established. However, if resistance was met, follow the declotting procedure in the device clinician's manual and contact the MFR's clinical rep with any further questions. No further details were provided at this time.